Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving an unspecified low sensor scan when compared to a built-in meter. Based on the sensor scan, the customer was treated with sugar which led to a level to high blood glucose level. The caregiver provided the customer with insulin (type/dose unknown) as a corrective treatment and no further information was provided. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 168 mg/dl in comparison to a built-in meter result of 80 mg/dl when plotted on a parkes error grid falls into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving an unspecified low sensor scan when compared to a built-in meter. Based on the sensor scan, the customer was treated with sugar which led to a level to high blood glucose level. The caregiver provided the customer with insulin (type/dose unknown) as a corrective treatment and no further information was provided. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 168 mg/dl in comparison to a built-in meter result of 80 mg/dl when plotted on a parkes error grid falls into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving an unspecified low sensor scan when compared to a built-in meter. Based on the sensor scan, the customer was treated with sugar which led to a level to high blood glucose level. The caregiver provided the customer with insulin (type/dose unknown) as a corrective treatment and no further information was provided. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 168 mg/dl in comparison to a built-in meter result of 80 mg/dl when plotted on a parkes error grid falls into the "c" zone, showing the difference in values to be clinically significant.